Event description:
It was reported that the pump screen look shattered beneath the surface. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly; customer reverted to an alternate method of insulin therapy.